Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a detachment was observed of the imaging window from the lapjoint section. Imaging core windup began 23.60cm from the distal end of the connector shaft. A kink was observed in the sheath assembly from the femoral marker to the proximal end. No other visual damages were encountered upon visual inspection. Impedance testing showed an electrical open at the proximal wave form. The distal housing and the transducer assembly appeared to be in good conditions. The lapjoint measure was within specification.

Event description:
Reportable based on device analysis completed on 18feb2020. It was reported that lost image occurred. An opticross imaging catheter was prepped for use without issue. During the procedure, however, the screen became black, and nothing was displayed. The procedure was completed with another of same device. No patient complications were reported. However, returned device analysis revealed a detachment of the imaging window from the the lapjoint section.